Event description:
It was reported the patients blood glucose level rose above 400 mg/dl. The pod was leaking insulin from the infusion site (arm)while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. Due to the damage on the internal portion of the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported event.